Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the top housing, a partially exposed component located on the distal end of the shaft, had separated from the device. Applied medical has reviewed the details surrounding the event and related product and is unable to determine the root cause of the reported event based on the evaluation of the returned unit and description of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: lap cholecystectomy. During normal use on second firing of the device the small black plastic part at the end of the clip applier became loose and dropped off into the patient 11 nov 2020 - additional information requested from hospital. If the "black plastic part" was retrieved from inside the patient? How was the issue resolved? Are any photos available of the clip applier or black plastic part that fell into patient? Response received - I am sorry, the staff did not recall any specific answers. Patient status: unaffected. Type of intervention:ni.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap cholecystectomy. During normal use on second firing of the device the small black plastic part at the end of the clip applier became loose and dropped off into the patient 11 nov 2020 - additional information requested from hospital. Response received - I am sorry, the staff did not recall any specific answers. Patient status: unaffected.